Event description:
It was reported that the led segment is not lighting for the bpm on the display. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on but the display segments were incorrectly illuminating. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.